Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent posterior lumbar interbody fusion (plif) surgery at l4-l5 due to lumbar spinal canal stenosis. During surgery, the right l4 screw was cut out a little toward lateral caudal while compressing with the parallel compressor placed at right after placing a rod and it seemed to touch the nerve root. The screw was not reinserted and decompression was performed. The surgeon checked the x-ray image after the surgery and was considering replacement of screw, depending on the patient's condition. The surgeon, however, later confirmed that there was no problem with post-operative progress.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.